Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune rp tibia impactor broke during impaction.

Manufacturer narrative:
August 5, 2016 upon evaluation of the returned device, the impactor is cracked (one piece). This is not a reportable malfunction. Product was reported in error.

Event description:
August 5, 2016 upon evaluation of the returned device, the impactor is cracked (one piece).